Event description:
It was reported that stent dislodgement and catheter entrapment which requires surgery was encountered. Vascular access was obtained via the radial artery. A 7.0mmx19mmx150cm express sd catheter was advanced for treatment after the radial artery puncture which was passed by 0.014 wire on 7fr sheath. However, while passing through the sheath and radial artery, the stent got caught in the calcified lesion and fell out of the balloon. The stent remaining in the blood vessel is removed during op after the procedure. The procedure was completed with a different device. There were no patient complications reported. Patient was fine.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an express sd stent. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. The stent is missing and did not return for analysis. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed that the stent is no longer on the balloon.

Event description:
It was reported that stent dislodgement and catheter entrapment which requires surgery was encountered. Vascular access was obtained via the radial artery. A 7.0mmx19mmx150cm express sd catheter was advanced for treatment after the radial artery puncture which was passed by 0.014 wire on 7fr sheath. However, while passing through the sheath and radial artery, the stent got caught in the calcified lesion and fell out of the balloon. The stent remaining in the blood vessel is removed during op after the procedure. The procedure was completed with a different device. There were no patient complications reported. Patient was fine.